Event description:
N/a

Manufacturer narrative:
Trackwise -(B)(4). Updated section - b4, g3, g6, h2, h6, h11. The lot # 3000327791 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. [Ncmr #(B)(4) growing trend of complaints (qty: 4, since (B)(6) 2025) has been identified involving serious injuries linked to the failure of ceramic c-ring on the vasoview hemopro 2 device during procedures. This issue poses a significant risk to patient safety, necessitating immediate action to prevent further harm while an investigation is conducted to identify the root cause and implement corrective measures. ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was unable to cauterize. No problem during pre-cauterization test. Power setting was set at 3.a new device was issued and used without any issues. The operation was completed with no impact on the patient. There was no delay in getting the new device out. 2.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.